Manufacturer narrative:
The returned device was evaluated and the reported malfunction was confirmed. The root cause was determined to be a broken rear sma wire at anchor.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare

Event description:
The customer reported having an increased blood glucose level (bg) which reached >260 mg/dl, and he didn't feel the pod was delivering insulin. He said the cannula had a kink in it. He treated his high bgs with a manual injection. Results: 9:47 bg 107, 3:13 bg 262, 4:03 bg 250, 5:38 bg 258. The pod was worn between 4 and 24 hours.